Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead - 2012 (B)(6); (B)(4) implantable transcatheter valve - 2012 (B)(6). (B)(4).

Event description:
It was reported that following a device adjustment, the patient complained of developing breathing problems. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.